Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 42 mg/dl at the time of incident. The customer was treated with glucose tablets for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer stated during the last set change they recalls insulin was dripped. The insulin pump will not returned for analysis.